Manufacturer narrative:
(B)(4). Exact date of event is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 in diameter abdominal aortic aneurysm. It was reported that during a recent follow up there was an unknown endoleak present, possibly a type ib endoleak coming from left limb. An angiography was carried out and it was determined to have high possibility that it was a type ia endoleak coming from proximal side and would directly lead to aneurysm enlargement compared to type ib endoleak. It was also confirmed that there was a type ib but it was not as large as the type ia. An endurant 25x25x49 was implanted proximally to the endurant bifurcated stent graft. The left internal iliac artery was embolized by other manufacturer's amplatzer vascular plug. Then, an endurant 16x13x82 was implanted to extended to external iliac artery. The proximal type I endoleak was reduced, but it slightly remained. The physician thought that there was a risk of covering the renal arteries if a secondary intervention was performed. As such, they decided to monitor the patient. However, the physician was not sure that the endoleak would self-resolve without intervention. It was also noted that the physician could not determine a cause for either endoleak. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.